Event description:
It was reported that during a vats lobectomy, when going across the pulmonary tissue the device stapled only on the left side. The right side of the stapler did not fire the entire row of staples. The cartridge had all pins pushed out; missing staples. The surgeon sutured the lung parenchyma to complete the case. There was no consequence to the patient. The device will not be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.